Event description:
It was reported that the customer was hospitalized for cardio myopathy. The mother stated that the customer had high blood glucose. It was stated that the medical staff believes the insulin pump was not functioning because the high blood glucose level was not going down. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.